Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead.

Event description:
Information was received regarding a patient who was implanted with a neurostimulator for non-malignant pain and other non-malignant pain . It was reported that the patient had a lead revision on (B)(6) 2014 due to lead migration and ineffective therapy. The manufacturer representative reported that the patient may have been using lower settings, but the lead revision created more scar tissue that required higher settings. The patient had recovered from surgery and with subsequent reprogramming, the therapy has improved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.